Manufacturer narrative:
A review of the device history record has been initiated. If any new, changed or corrected information is noted, a supplemental medwatch will be submitted.

Event description:
Device has been explanted and replaced.

Event description:
Patient reported a left side "implants need replacing and my doctor wants to know what implants I had. They would also like to know if I have a warranty." Patient later reported "deflation." Healthcare professional confirmed the deflation. Patient additionally reported "implant was textured version which new surgeon said it causes cancer." Device has been explanted and replaced.

Manufacturer narrative:
Device evaluation: based on the device analysis grid, the assessments of the complaint are: deflation: observed, one opening assessed as unidentified (tear) opening (shell thickness within specification). Anxiety¿product/procedure: unable to observe since it is not related to the device. Additional observations: creases are observed. Broken of plug strap assessed as unidentified (tear) opening. Brown particles on device inner surface are observed. No further actions are required since no issue in the manufacturing of the device is observed. A review of the device history record has been completed. No deviations or non-conformances noted.

Manufacturer narrative:
Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: deflation.

Event description:
Patient reported a unknown side "my implants need replacing and my doctor wants to know what implants I had they would also like to know if I have a warranty." Patient later reported "one of my implants ruptured". Healthcare provider reported left side deflation. The device remains implanted.